Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic artery. Once clamped down and fired, it would not come open. The surgeon had to forcibly open the device with by hand. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
The analysis results of the er320 found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws but the jaws remained closed. The device was disassembled and the latch was found broken; the broken pieces jammed the firing mechanism leading that the jaws remained in closed position. A potential cause of the latch broken is that a lockout premature incident occurred during the procedure and it was fired through. No incident related to the reported event was observed during the batch record review.